Event description:
It was reported that the insulin pump would not turn on after a new battery was inserted. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a faulty capacitor on the interface board.